Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical assessment was able to confirm the type 3b endoleak. The most likely cause of the type 3b endoleak of the main body stent was the use of strata material. The stent collapse likely was caused by remodeling of the system. Procedure related issues, user related issues, anatomy related issues, or off label product use could not be determined due to lack medical information/images before this event. However, a contrast allergy, a cautionary product use condition likely delayed recognition of existed, likely contributed a delayed diagnosis. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%.

Event description:
CT: (B)(6) 2017

Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical assessment was able to confirm the type 3b endoleak. The most likely cause of the type 3b endoleak of the main body stent was the use of strata material. The stent collapse likely was caused by remodeling of the system. Procedure related issues, user related issues, anatomy related issues, or off label product use could not be determined due to lack medical information/images before this event. However, a contrast allergy, a cautionary product use condition, likely delayed recognition of an endoleak; surveillance was completed without contrast. The event devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft was implanted with a vela suprarenal aortic extension to treat an abdominal aortic aneurysm. Following completion of the procedure, a potential type iiib endoleak was noted via CT. The patient returned for re-intervention approximately 3.5 years post-op, which resolved the endoleak. As of the date of this report, there have been no additional patient sequelae reported, and the patient will continue to be monitored.